Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and the date was unknown. The customer¿s blood glucose level at the time of the incident was 389 mg/dl and customer¿s current blood glucose level was 389 mg/dl. The customer¿s other relevant blood glucose level was 300 mg/dl, 369 mg/dl, 357 mg/dl, 281 mg/dl, 389 mg/dl, 426 mg/dl. The customer was treated with intravenous saline. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.